Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a sample diluter homing failure along with instrument errors. Prior to calling, the customer performed troubleshooting: cleaned and reinstalled the sample tip waste chute, checked that the tip tray was locked into place, turned mechanics off and back on, and rebooted the system. A siemens customer service engineer (cse) was dispatched to the customer's site. After evaluating the instrument, the cse removed the sample dilutor syringe, lubricated it and tried to perform a home procedure, which failed. The cse replaced the digital dilutor and ran quality control (qc), resulting acceptable. The cause of the delay in testing was due to a failed sample dilutor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) testing for four patient samples could not be performed on the advia centaur xp instrument. The instrument was down overnight due to hardware issue and patient samples were sent out for testing. One physician reported a procedure was delayed due to not receiving the (B)(6) result promptly. The customer could not provide which procedure(s) was delayed. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting of patient results.